Event description:
It was reported stroke occurred. The patient was taking eliquis per pre-procedure instructions. A concomitant procedure was being performed as the first case of the day. The patient was intubated, and a transesophageal echocardiogram (tee) was performed. Pulse field ablation (pfa) was performed first, then a left atrial appendage (laa) closure procedure was subsequently performed. After the conclusion of the pfa part of the procedure, the faradrive sheath was exchanged for the watchman fxd curve access system (was) over a guidewire. A pigtail catheter was advanced to the laa and a contrast injection performed. The pigtail catheter was removed and a 27mm watchman flx pro closure device and delivery system (wds) was inserted, deployed one time, met release criteria, and implanted. The activated clotting times (act) throughout the procedure was 320, 429, and 435 seconds just prior to the closure device being implanted. The procedure was concluded. A stroke alert code was called on the patient in the late afternoon/early evening on the same day of the index procedure. The patient experienced minor symptoms of double vision and mild incoordination problems. A magnetic resonance imaging (MRI) scan was performed and showed evidence of embolic stroke. No interventions were performed. The patient s symptoms have resolved, and patient has been discharged home.